Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the unspecified cadd cassette repeated a "no disposable" alarm on both pumps. Patient had one alarm last weekend and tried to fix cassette but had the same alarm and changed the pump. Had alarm with the second pump. Patient changed cassette and this solved the problem. This was a continuous infusion. Set flow rate and volume delivered were unknown. Reviewed possible fix (sometimes the internal bladder that holds medication comes off). The reported product fault occurred while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. The patient was able to successfully continue their infusion. The infusion was life-sustaining.